Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a manual process operator error. To bring awareness to all applicable manufacturing operators, this unit was used as evidence and training has been conducted in (B)(4) 2011.

Event description:
Baxter (B)(4) received a report that an intermate had a detached winged luer cap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unused unit was received for evaluation. Visual inspection confirmed the blue winged luer cap was separated from the distal luer as the reported problem was described. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.